Event description:
The customer's parent called and stated the patient's insulin pump alarmed with a button error. Customer was wearing sibling's insulin pump as a backup. It was also reported a button was unresponsive. The customer's blood glucose was thought to be around 15 to 16 mmol/l at time of the incident. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with no up button response due to an unlocked lcd keypad connector. No button error alarm was noted. Unable to perform the displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery alarm tests due to no up button response. Unable to verify the label worn or faded complaint due to a missing back address label. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.